Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the likely cause of the reported event is due to insufficient or inadequate reprocessing. However, the root cause of the reported event is unable to be determined. The event can be detected by following the instructions for use (IFU) which state: - inspection of the instrument channel and forceps elevator. - inspection of the suction function. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device has been returned to an olympus repair center for evaluation and inspection, and the reported problem has been confirmed. Damages, discolorations, and dents were also observed. This investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The user facility returned an asset evis exera duodenovideoscope to an olympus service center before any procedure. The user facility did not report a malfunction with the device. Upon inspection and testing of the returned unit, foreign material was found in the k-pipe. There was no patient involvement associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional evaluation results. During device evaluation at olympus, it was found the adhesive around the light guide lens was stained, the forceps elevator wire had foreign material, the scope grip was shaved, the air/water and suction cylinders were discolored, the switch box was dented, the image guide protector was shaved, and the connecting tube was scratched. This event is under investigation. A supplemental report will be submitted upon receiving additional information.